Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00873. Evaluation is in progress, but not yet concluded. Per the user the yellow disconnect indicator flashed briefly every 20 seconds or so, no other lights came on. There was no visible damage to the level sensor surface or cable.

Event description:
It was reported that during the use of the device for a non-clinical activity (testing), the red level sensor did not function with three different safety monitors or reservoirs. There was no patient involvement.